Event description:
Customer contacted haemonetics (B)(6), 2008 reporting their orthopat had no power. No injury or reaction noted.

Manufacturer narrative:
Customer contacted haemonetics (B)(6) 2008 reporting their orthopat machine experienced an inlet valve error. The issue was noted post use. No injury or reaction was reported. Eval confirmed the reported problem. The issue was the result of a fluid intrusion into the machine. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).